Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies.

Event description:
During the initial implant procedure, failure to capture, undersensing and varying pacing impedance was observed on the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable.